Event description:
It is reported that due to a breakage of the pt's neck of femur, a nail was implanted on (B)(6) 2011. On (B)(6) 2011 the pt started to suffer from sudden pain. The pt was revised in the (B)(6) clinics in (B)(6) on (B)(6) 2011 due to a breakage of the nail at the upper pole.

Manufacturer narrative:
Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Once the investigation result is available, a MDR follow-up report will be submitted. Zimmer's reference number of this file is (B)(4).